Event description:
It was reported that an ilet device did not power on when placed on its wireless charging pad, with the charging pad displaying a blinking green light that indicated a charging fault; after the user reconnected cords and switched outlets, the charging pad light turned solid and the ilet emitted a beep consistent with successful wake-up. Symptoms included no patient symptoms. Outcomes included no clinical impact and continued device use after troubleshooting, with replacement charging pads shipped to the user and education provided on meal announcements and the option for a factory reset during relearning. Investigation included technical troubleshooting by customer support and remote assessment of charging status. Investigation of this case revealed a charging issue associated with the external charger rather than the ilet device, with function restored after power-source and connection changes. It was concluded, based on previously established findings for similar reports, that the cause was a power supply or charger malfunction related to the charging pad or its connections.